Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 valuation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Functional testing found that the reload was clamped. The anvil and cartridge were observed to be parallel. The reload was inserted and removed from a representative rpa 12mm trocar without difficulty. Further functional testing was withheld to preserve the state of the reload. It was reported that component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that it was difficult to remove from trocar and jaws misaligned. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent laminate hooks. Visual inspection noted that the laminate hooks were bent. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastrectomy, the jaw was bent, but there were no problems with the staple line, and the usual movements were performed without any particular discomfort. When pulling the reload out of the trocar, it got caught, and something appeared to have fallen on the screen. It was confirmed that a part had fallen and was successfully retrieved. The wound was closed after collecting the fallen parts. There was no patient injury.